Event description:
Physician, via regulatory agency, reported "shell and periprosthetic liquid suspicious to description" and "development of rheumatoid arthritis some months after implantation of the device"; this is not device related. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, black particles, and cloudiness in gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no issues found related with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was a late seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician, via regulatory agency, reported "shell and periprosthetic liquid suspicious to description" and "development of rheumatoid arthritis some months after implantation of the device." Device has been explanted. This record is for the right side.